Event description:
The manufacturer received information from a customer that the trilogy evo o2 device was not functioning. There was no serious patient harm or injury that occurred or was reported. The service engineer (se) evaluated the trilogy evo o2 device. The se determined the active exhalation control module (aecm) valve, and three-way (3-way) solenoid valve had caused the device not to function. The se replaced the acem valve and 3-way solenoid valve to address the reported issue. After the parts were replaced on the device, the se performed all necessary checks to certify the restoration to the device.